Event description:
Report received of a tubing separation. The customer contact reported that when the patient attempted to get up from the bed unassisted, the tubing set was tangled in the bed rail. The patient continued to move away from the bed when the tubing set "snapped". The nurse was called to the room, where she observed that the tubing had "separated at the y-site". The nurse clamped the tubing that was still attached to the patient. Bleed back was observed, and there was reportedly a "considerable amount of blood on the bed", which could not be quantified. There were no reported adverse patient sequelae and no medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. A representative sample from the same lot is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.